Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to have a radial fractured of the glass cap at the bevel, distal to the fiber/cap fusion zone. Severe detritus on the metal cap and severe devitrification of the glass cap at the output window were also observed. The distal end of the outer flow tube showed signs of melting and the cap adhesive zone was found to be heated to the point of burning, resulting in the fiber/glass cap shifting forward within the metal cap. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward-firing condition of the side-firing surgical fiber. The probable root cause of the device issue was determined to be localized heat accumulation due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, diminished tissue vaporization efficiency was observed at 101,900 joules of use. The procedure was completed using a second fiber. Reportedly, the total joules used 350,294j. Pt outcome: "no damages to the pt".